Event description:
I was switched to a trividia diabetic testing supplies in (B)(6) 2016 for my testing. In (B)(6) 2016, I kept getting an error message and this continued ever since then. On (B)(6) 2017, contacted trividia about this problem with the testing strips. On the 1st one I used 18 out of 50 strips to take one test. On (B)(6) 2017, trividia contacted me and sent me a new meter and strips then on (B)(6) 2017, the problem starts up again. I clean the fingers every time I test and it still takes 3 strips to get my reading. I use the same finger when I test and the first one or two will show an error and the next one using the same finger will work. I gave the company the lot numbers and even sent them back the meter. When they called me today (B)(6) 2017 was told to contact medicare so that I can get a different meter and strips approved. When our tax dollars are going to pay for this device, it should work. The lot number on the strips is mt1948 with an expiration date: 02/28/2018.